Manufacturer narrative:
PMA/510(k)#: k011369 / k122558. Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for pre-activated device detected by end user neither sample nor photo was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures, and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected, and summarized in stan-010. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in stan-010. Rationale: complaint is unconfirmed.

Event description:
It has been reported that the ultrasafe x100l png clear nvs stein has been found experiencing two cases of safety mechanism failure before use. The following has been provided by the initial reporter: "observing that both syringe caps were already retracted into the syringes (needle and cap)."